Manufacturer narrative:
It was reported that the infection was treated with oral and topical antibiotics for a duration of 3-4 months. This report is submitted on 17 august 2020.

Manufacturer narrative:
This report is submitted on 7 september 2020.

Manufacturer narrative:
This report is submitted on july 28 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2020.